Event description:
According to the reporter, during a laparoscopic hiatal hernia repair, during pexying the stomach to the esophagus, the scrub nurse noted that the stitch was hard to load onto the handle. It felt jammed and the device was difficult to toggle. The nurse observed that the device appeared to be loaded though and handed it off to the surgeon to use. Upon the first bite of stomach tissue for the fundoplication, the needle snapped in half right where the suture was gathered. The surgeon had to retrieve the needle from the patient's stomach and do a series of steps to ensure the safety for the patient. As a precaution that all of the foreign objects were retrieved, the surgeon performed an x-ray after the surgical portion was completed. Surgical time was extended for more than 30 minutes and the surgeon ended up free-stitching the rest of the case.

Manufacturer narrative:
D10 concomitant products: 173024 - 173024 endo stitch 0 grn 120 surgidac, lot# j4d3113y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument was difficult to load and difficult to toggle and the needle was broken. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.